Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an unknown blood glucose level. Reportedly the customer alleged the pump miscalculated boluses; however the customer could provide any additional information.